Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2012, inratio: 2.9, lab/poc meter: 6.1. Results done 5 hrs apart from each other. Pt's target therapeutic range is 2.5-3.5. Customer was unsure whether alternative method of inr testing was a point of care meter or a lab result. Pt was physically bruised mid-back to armpit down.

Manufacturer narrative:
Investigation pending.